Manufacturer narrative:
Concomitant medical products: product ID: unknown, lot#: b0402856k, implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: unknown, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (2000 mcg/ml at 791.52591 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient mentioned more spasms and itching since (B)(6) 2019, with a varying presence. The clinical diagnosis was increased spasticity. There was occasionally a slight temperature increase. It was stated the symptoms were reminiscent of catheter dysfunction, so a pump check was requested. The check was reassuring. A reassuring x-ray was performed on (B)(6) 2020; no catheter dislodgement was seen. Because of this, the hcp performed an increase in the dosage of baclofen on the same date. The event was considered possibly related to the device or therapy, and not related to the implant procedure. The event was ongoing at the time of the initial report ((B)(6) 2020). Additional information indicated the event was possibly related to the drug. It was stated no change in the drug was the action that caused the event. Additional information was received from a foreign hcp via the clinical study on (B)(6) 2020 and (B)(6) 2020. It was reported that after episodes of suspected intermittent catheter dysfunction, there was clear baclofen withdrawal and therefore the catheter was explanted and replaced on (B)(6) 2020. The device disposition was reportedly unknown. The event had been resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 2008-03-22, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via the clinical study on (B)(6) 2020. It was noted that a dose increase had also been done on (B)(6) 2020. During the revision, the catheter was not examined but simply replaced. It was further noted that post-operatively, no problems occurred and the increased spasticity disappeared.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b0402856k, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.